Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was slow. The field service engineer (fse) spoke with the user to identify the issue, and the user rebooted the unit. After the reboot, the device functioned normally. The issue was resolved with no further action required. The system functioned as intended after the field service engineer (fse) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was slow and the interface appeared sluggish. A wifi connection issue was suspected. The customer also reported that this was the only device available for that unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.